Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via an advanced evaluation trial patient regarding an external neurostimulator (ens). Patient said the experienced urgency and lack of voiding might be due to a bladder infection. No device issue and no further patient complications have been reported as a result of this event.